Manufacturer narrative:
Product complaint # (B)(4). Date sent: 9/6/2018. Batch number: p58f8m. Investigation summary: the ec60 device was received for analysis with no visual non-conformances and with an ecr60d cartridge loaded on the device. The reload was received partially fired 2/3. In addition another ecr60d cartridge was received partially fired 1/16. The clamping mechanism was noted to be damaged. No further functional testing could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components and the release button was noted to be damaged. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. One possible scenario for the described event is due to applying a large prying force on the closure trigger handle in the opening direction. This can then result in damage to the release button if the applied load is high enough. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncrs or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the device could not fire. During the endoscopic lobectomy, could not fire when severing the lobe of lung. Changed another cartridge, still could not fire. Another device was used to complete the surgery. There were no adverse consequences to the patient.